Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had not picking up images. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor connection with pigtails and switch stuck in on position. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, poor connection with pigtails was caused by worn out video connector latch and the most probable cause for stuck switch was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.